Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately 2 months post index procedure the patient returned with chest pain. Patient was found to have patent stent in the lcx and mid lad. However the prox rca has severe isr. Intravascular ultrasound also shows significant lesion at the ostium of prox rca. Another manufacture stent was deployed at the ostium into the prox rca. Investigator reported that this re-stenosis was not related to a study stent but to a previously placed stent (details of stent unknown). It was reported that, approx 17 months post index procedure, patient returned with chest pain responsive to nitroglycerin. Angiogram showed patent stent in the ostial portion of rca; however in the mid-portion of the rca it was noted a very focal napkin ring and hazy like stenosis. Pci was performed in the mid rca using another manufacturer stent. Balloon angioplasty was also performed to treat an area of severe re-stenosis in the mid lcx and the bifurcation of the first om. Final angiography revealed no evidence of complications. Patient was monitored and discharged the next day. Investigator reported the event was not related to the study device or procedure because different location.

Event description:
The patient received a 3.0mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid rca during index procedure. It was reported that a 2.5mm diameter x 18mm length endeavor sprint rx and a 2.5mm diameter x 12mm length stents were also deployed to lad and lcx 1 month post index procedure. Stent deployment was successful; however it was reported that the patient suffered an mi 4 months post index procedure. Revascularization was performed with deployment of 3 other manufacturers stents. It was reported that patient suffered a second mi approximately 6 months after the first reported mi. Investigator reported that while the first reported mi was probably related to the study device, the second mi was unrelated to the study. One other brand stent was implanted at the lcx and at the lm to lad. No other clinical sequelae were reported. (MFR rep 2953200201002510, 2953200201002511).